Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 2 years. Through follow-up with the health-care provider, it was learned that the valve was not the cause of the re-operation. The patient got an infection. The explanted device was replaced with another edwards bioprosthetic valve. There have not been any allegations of a product malfunction or deficiency. No other details provided.

Manufacturer narrative:
Eval code = device not returned. The health care provider reported that the patient had the prosthetic valve removed due to an infection and not an issue with the device. Based on this information, it appears that the patient had prosthetic valve endocarditis. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Unfortunately, with out additional information or the sample device, the root cause of this event cannot be conclusively determined.